Manufacturer narrative:
Qn#(B)(4). The reported complaint of "balloon did not unwrap completely" was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action was required at this time. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that after insertion, the balloon did not unwrap fully. As a result, the catheter was removed and a 2nd catheter of a different brand was inserted at the same insertions site. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that after insertion, the balloon did not unwrap fully. As a result, the catheter was removed and a 2nd catheter of a different brand was inserted at the same insertions site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was re-turned in a cardboard box and was loosely packed within the original packaging tray/carton. Re-turned with the sample were supplied kit components, no damage or abnormalities were noted to the returned components. Upon return, the teflon sheath was noted on the iab catheter. The one-way valve was connected and tethered to the short driveline tubing. The iabc bladder was noted fully unwrapped. Furthermore, the iabc bladder was noted enlarged/stretched near the proximal end of the bladder. A bend to the iabc central lumen was noted at approximately 5.3cm from the iabc distal tip. No blood was noted on the interior or the exterior surfaces of the returned sample. The sample was likely cleaned prior to the return. Additionally, the original packaging tray was noted with damage to the "arrow" packaging sticker upon receipt of the sample. The arrow sticker was noted cut/ripped. This packaging sticker is not to be removed. These conditions indicate a po-tential that the catheter was not prepped per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states:"1. Connect one-way valve to male luer on short driveline tubing attached to iab. Insert supplied syringe into one-way valve. Slowly aspirate a full syringe of air. Precaution: the one-way valve will maintain vacuum on the balloon and must remain in place until is fully inserted. Remove syringe. 2. Remove catheter from tray, keeping it in line with balloon membrane. 3. Grasp catheter close to tray and pull it straight out of the holding sleeve. Note: keep catheter level with tray. Do not lift or bend during removal." The bladder thickness was measured at six points, where the bladder was not enlarged/stretched, with measurements ranging from 0.0061in-0.0065in and was within specification of process document. The bladder thickness was measured at several points, where the bladder was noted enlarged/ stretched, with measurements ranging from 0.0036in-0.0047in and was not within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was connected to an iabp with a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 75mmhg backpressure was applied. The pumping was initiated. The iabc bladder showed incomplete inflation near its distal end, consistent with an en-larged/stretched bladder. This structural enlargement near the proximal end of the bladder impedes effective helium delivery to the distal section of the bladder, resulting in incomplete inflation. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. During the leak test, the proximal end of bladder was noted enlarged. The bladder was inflated with 40cc of air using a lab inventory syringe. The diameter of the of the enlarged area was noted to be approximately 2.2cm when inflated with 40cc. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 5.3cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to ad-vance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufac-turing specifications prior to release. The reported complaint for iab "balloon did not unwrap completely" is confirmed. Upon return, the proximal end of the iabc balloon was noted damaged and was consistent with being en-larged/stretched. During the investigation, the distal section of the bladder did not fully inflate. The enlarged/stretched bladder near the proximal end impedes effective helium delivery to the distal sec-tion of the bladder, resulting in incomplete inflation. The iabc bladder was fully intact, and no leaks were detected. Unrelated to the reported complaint, the original packaging tray was noted with dam-age to the "arrow" packaging sticker, which indicates that the iabc was not prepped correctly per the IFU. As a result, an in-service for the customer is requested to reiterate the appropriate method for iab prep/removal from its packaging. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the enlarged bladder. The root cause of t he complaint is undeter-mined. A non-conformance has been initiated to further investigate the issue. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). N/a other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that after insertion, the balloon did not unwrap fully. As a result, the catheter was removed and a 2nd catheter of a different brand was inserted at the same insertions site. No patient harm or injury. The patient status is reported as "fine".